Manufacturer narrative:
The lot number of the device was updated.

Event description:
It was reported that during cup insertion for a total hip replacement at the healthcare facility, after impacting, the teeth on the coupling for orthopedic anchoring system slipped, causing the tracker to move. It was reported that the procedure was completed using traditional methods. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that during cup insertion for a total hip replacement at the healthcare facility, after impacting, the teeth on the coupling for orthopedic anchoring system slipped, causing the tracker to move. It was reported that the procedure was completed using traditional methods. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during cup insertion for a total hip replacement at the healthcare facility, after impacting, the teeth on the coupling for orthopedic anchoring system slipped, causing the tracker to move. It was reported that the procedure was completed using traditional methods. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.